Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow-up transesophageal echocardiography (tee) in (B)(6) 2026, approximately one year after device implantation, imaging confirmed a 12mm spherical thrombus was found on the anterior side of the closure device surface. There was no change in position and no leaks were noted. The patient suffered no complications, will resume anticoagulants, and will be monitored at the next follow up.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow-up transesophageal echocardiography (tee) in (B)(6) 2026, approximately one year after device implantation, imaging confirmed a 12mm spherical thrombus was found on the anterior side of the closure device surface. There was no change in position and no leaks were noted. The patient suffered no complications, will resume anticoagulants, and will be monitored at the next follow up.